Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the patient experienced soft tissue overgrowth. There was a conversion from a connect system (removal of the abutment) to an osia system which was performed under a general anaesthetic (date unknown). A skin revision was also performed.